Manufacturer narrative:
Attempts to obtain additional information were unsuccessful. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that a device displayed an alert for battery voltage too low for the projected remaining capacity. Boston scientific technical services (ts) was contacted for assistance and advised to wait for the alert to clear before implanting the device. Additional information from the field representative indicates that the alert occurred prior to implant. Subsequently, the field representative implanted a different device into the patient. This device was never implanted. No adverse patient effects were reported.